Event description:
It was reported during surgery, high impedance was noted when the extension was connected to lead and battery. The lead alone had normal impedance readings. The screws were tightened and wiped clean multiple times. A new extension was placed and impedance readings were normal except for #4 electrode that was greater than 3600. All other electrodes were within normal limits. The patient reported good stimulation coverage post-op.

Manufacturer narrative:
(B) (4). Extension model #37083, (B) (4). Final extension analysis revealed no anomaly found - normal extension function.